Manufacturer narrative:
Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that also approximately 6 years following the valve implant a non-st-elevation myocardial infarction (nstemi) occurred as result of demand ischemia. The troponin peaked to 6000. Intravenous medication was required. The nstemi resolved approximately 19 days following onset. The physician indicated the event was not related to the medtronic products.

Manufacturer narrative:
Updated data: h6 - annex b, annex d. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was received in a return kit, fully submerged in a cloudy 0.2% glutaraldehyde solution. Visual inspection of the valve noted leaflets 1 and 2 were in a closed position with a slight gap between their free margins. Leaflet 3 appeared partially open, with a gap between the free margins of leaflets 1 and 3. All leaflets demonstrated limited mobility, which appeared to be associated with visible calcification. The outflow view of leaflet 1 noted a large calcification nodule adhered to the superior coaptive junction (scj) distal to commissure 3-1. Thick thrombus was present on the margin of attachment (moa), which extended into the outflow belly. Additional intrinsic calcification nodules were noted on the belly and scj distal to commissure 1-2. The inflow view of leaflet 1 noted extensive calcification nodules on the belly and inferior coaptive areas (ica) between l1-l3 and l1-l2. The combination of thrombotic host tissue and calcification on both inflow and outflow surfaces appeared to contribute to leaflet stiffening and restricted mobility. The outflow view of leaflet 2 noted a thick, large calcification nodule adhered to the scj distal to commissure 1-2, extending onto the belly. A dehiscence which measured ~2 mm was noted below commissure 1-2, likely associated with the calcified commissure. Additional calcification and tissue degeneration were observed below commissure 2-3, particularly on the free margin of l2. The inflow view of leaflet 2 noted multiple calcification nodules present on the belly and extended into both icas between l2-l1 and l2-l3. Leaflet deterioration and restricted mobility appeared to be associated with visible calcification. The outflow view of leaflet 3 noted thick pannus on the moa which extended approximately 3 mm into the outflow belly. Calcification nodules were adhered to the scj distal to commissure 3-1. A free margin split was noted below commissure 2-3. The inflow view of leaflet 3 noted calcification nodules on the belly and extended into both icas between l3-l2 and l3-l1. As with the other leaflets, the calcification appeared to contribute to stiffening and restricted mobility. Commissures 3-1 and 1-2 were stiff and showed visible calcification. Commissure 2-3 was encapsulated with glistening off-white pannus which prevented full assessment. Most sutures were covered by pannus overgrowth. The exposed sutures were intact. The outflow frame exhibited ellipticity. Four bent struts were observed on the outflow crown adjacent to paddle 1, likely resulting from the explant procedure. Glistening off-white pannus lined the outer lumen of the frame, adhering to the moa and the backs of all commissure pads. Pannus remnants were present around the circumference of the outflow frame. Similar pannus was observed on the inflow crowns, lining the inner lumen and extending to the moa of all leaflets. Calcification was noted between leaflets 3 and 1 on the inner lumen. The radiographic imaging confirmed calcification on all leaflets and commissural areas. Frame bending was verified, though no fractures were detected. Investigation evaluation of the product is in progress. Updated data: h2, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the suspect valve was received for analysis; however, analysis remains in progress. No information was provided related to the explant of this valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately six years following a transcatheter aortic bioprosthetic valve replacement procedure, the patient presented with respiratory failure to an outside hospital. The patient had a brief episode of pulseless electrical activity cardiac arrest. One round of cardiopulmonary resuscitation was initiated for 2-3 minutes. The patient was intubated and developed cardiogenic shock. Imaging was performed and showed pulmonary edema with possible pneumonia. The patient was admitted for acute hypoxic respiratory failure. Four days after admission, the nursing staff reported neurological status changes. Subsequently, a computed tomography of the brain and magnetic resonance imaging were performed which revealed multiple acute strokes. The neurology department was consulted; a cardioembolic etiology was suspected with recommendation of ongoing treatment for cardiac disease. A heparin drip was started. The following day, a transesophageal echocardiogram was performed and showed the transcatheter aortic valve had calcified leaflets with severely restricted motion. Medication was administered. Twenty days after admission, the respiratory failure was reported to be resolved and the patient was discharged.

Event description:
It was reported approximately six years following a transcatheter aortic bioprosthetic valve replacement procedure, the patient presented with respiratory failure to an outside hospital. The patient had a brief episode of pulseless electrical activity (pea) cardiac arrest. One round of cardiopulmonary resuscitation was initiated for 2-3 minutes. The patient was intubated and developed cardiogenic shock. Imaging was performed and showed pulmonary edema with possible pneumonia. The patient was admitted for acute hypoxic respiratory failure. Four days after admission, the nursing staff reported neurological status changes. Subsequently, a computed tomography of the brain and magnetic resonance imaging (MRI) were performed which revealed multiple acute strokes. The neurology department was consulted; a cardioembolic etiology was suspected with recommendation of ongoing treatment for cardiac disease. A heparin drip was started. The following day, a transesophageal echocardiogram was performed and showed the transcatheter aortic valve had calcified leaflets with severely restricted motion. Medication was administered. Twenty days after admission, the respiratory failure was reported to be resolved and the patient was discharged. Additional information was received to report when the stenosis was noted, the aortic valve peak velocity was 4.7m/s. The mean gradient was 49mm hg with a peak gradient of 87mm hg. The patient did not have permanent impairment as result of the stroke. Approximately six years following the valve implant procedure, the medtronic valve was explanted and a surgical aortic valve was implanted. Additional information was received indicated that the previously reported transesophageal echocardiogram (tee) that showed the tran scatheter aortic valve had calcified leaflets with severely restricted motion, was performed one day after the onset of the event. The stroke event resolved 8 days after onset.

Manufacturer narrative:
Updated/corrected data: b5. A third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately six years following a transcatheter aortic bioprosthetic valve replacement procedure, the patient presented with respiratory failure to an outside hospital. The patient had a brief episode of pulseless electrical activity (pea) cardiac arrest. One round of cardiopulmonary resuscitation was initiated for 2-3 minutes. The patient was intubated and developed cardiogenic shock. Imaging was performed and showed pulmonary edema with possible pneumonia. The patient was admitted for acute hypoxic respiratory failure. Four days after admission, the nursing staff reported neurological status changes. Subsequently, a computed tomography of the brain and magnetic resonance imaging (MRI) were performed which revealed multiple acute strokes. The neurology department was consulted; a cardioembolic etiology was suspected with recommendation of ongoing treatment for cardiac disease. A heparin drip was started. The following day, a transesophageal echocardiogram was performed and showed the transcatheter aortic valve had calcified leaflets with severely restricted motion. Medication was administered. Twenty days after admission, the respiratory failure was reported to be resolved and the patient was discharged. Additional information was received to report when the stenosis was noted, the aortic valve peak velocity was 4.7m/s. The mean gradient was 49mm hg with a peak gradient of 87mm hg. The patient did not have permanent impairment as result of the stroke. Approximately six years following the valve implant procedure, the medtronic valve was explanted and a surgical aortic valve was implanted.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. D6b. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.